Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was prepared for use in a polypectomy procedure. According to the complainant, while unpacking the device dirt was observed on the handle of the snare inside the sterile package. No damage was noted to the device packaging. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: visual inspection of the returned device found a stain on the handle of the device inside the sealed package. The stain was measured with the tappi chart and was found to be beyond specification. The investigation confirmed the presence of a stain on the handle of the device inside the pouch; the most probable root cause for this event is manufacturing. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was prepared for use in a polypectomy procedure. According to the complainant, while unpacking the device dirt was observed on the handle of the snare inside the sterile package. No damage was noted to the device packaging. There were no patient complications reported as a result of this event.